Event description:
The customer reported that during a routine check of the unit prior to initiating therapy on a pt, the unit displayed an error code #117 upon power up. The pt was placed on another unit and therapy was initiated.